Event description:
Passy-muir valve was put on the tracheostomy tube and the cuff was not deflated. Pt was unable to breathe and went into respiratory arrest. Pt was successfully resuscitated and regained complete consciousness without any neurologic deficits.